Manufacturer narrative:
The technician found the brake casters are worn due to normal wear and tear. The technician replaced all brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brakes will not hold. The stretcher is located in the repair shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).